Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was fired on the stomach portion. The staple lines were grossly uneven. Staples were at different levels and unevenly spaced; some staples were up on staple line showing the loop or middle portion of the staple. It delivered malformed staples and was more of a zig-zag pattern. Minimal bleeding observed. Oversewed the staple lines. Extended o.r time less than one hour. There were no known pt consequences.